Event description:
It was reported that there was a leak due to damage in the primary container of a bicarbonate concentrate. The damage is located on the handhold of the bottle. This was found during the time the product was received, there was no patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 6 of 10.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was returned to baxter and an evaluation is complete. A visual inspection was performed, and physical damage was observed on the handhold of the bottle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the investigation, the damage of the bottle was identified as the cause of the reported problem of leak; however, the cause of the damage could not be identified. Should additional relevant information become available, a supplemental report will be submitted.